Event description:
New information received indicates that an asymptomatic patient presented with episodes of non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular lead via merlin.net oversensing was noted on a stored egm. Recommended programming changes have not been made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed non sustained ventricular oversensing due to a long paced av delay.